Event description:
A malfunction alarm labeled as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump, provided information to prevent a recurrence, and confirmed that the customer could continue using the pump. The customer was instructed to contact support again if the issue reappeared and acknowledged this guidance.